Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to sinus infection ear infection, sore throat. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found unknown debris consistent with dust found in filter inlet. Unknown brown residue on inside of front panel and back panel. Unknown contamination on the inside of bottom of device. Unknown debris consistent with bust found on top of blower. Unknown residue found on the inside of the bottom of blower box. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 2 errors. The manufacturer concludes multiple contamination of debris, unknown contaminant, brown residue found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to sinus infection ear infection, sore throat. The device was returned and manufacturer could not confirm any patient allegation during device evaluation. There was no report of serious patient harm or injury. A follow-up report will be submitted when the manufacturer's investigation is complete.